Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 lead implanted: (B)(6) 2012; 407652 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented with extracardiac stimulation. The patient was noted to have phrenic nerve stimulation ca used by the left ventricular (lv) lead when the patient lies on their left side. The physician was unable to reproduce the stimulation in the lv vector. The lv lead polarity was reprogrammed and the lv lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.